Event description:
It was reported that a screw came out of the handpiece during setup prior to the start of a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported complaint was duplicated. Based on the investigation details, the likely cause was a missing back nut.